Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's leads were auto-reducing due to invalid impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-op.